Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured in a highly pathological femoral artery. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2412003 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿balloon balloon loss of pressure¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Procedural factors are likely since it was reported that it was used in a ¿very pathological¿ femoral artery. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured in a highly pathological femoral artery. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves condition, no abnormal conditions were observed. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned inserted on the device. The balloon was returned retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the sheath catch component was received separated from the unit during this analysis. An attempt to perform an inflation/deflation functional analysis was executed; however, it could not be fully completed due to leakage observed during the balloon inflation attempt. In addition, a functional evaluation was performed using the returned csi, which was inserted and withdrawn from the unit. During this evaluation, no friction or resistance was perceived. A high-magnification microscopic evaluation was executed to assess the handle portion where the sheath catch is expected to be assembled, as well as the balloon surface. During this analysis, plastic deformation was observed at the handle interface, including elongation features commonly associated with high tensile-force interactions. Additionally, microscopic inspection of the balloon surface identified a longitudinal tear, which correlated with the leakage observed during the attempted balloon inflation. The exact cause of the balloon damage could not be determined based on the available evidence; however, this finding is consistent with damage that may result from handling, procedural, or other non-manufacturing-related factors. The product history record (phr) review of lot f2412003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the very limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure experienced. However, handling factors, access site vessel characteristics (which was not provided) and/or concomitant device factors most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, as it was noted that the sheath catch of the mynx control device was disconnected from the handle, excessive handling likely occurred with the device, as evidenced by the plastic deformation and elongations at the handle interface. These conditions are commonly associated with high tensile force; therefore, it is likely that the handle was subjected to a tensile force exceeding the material yield strength prior to the sheath catch damage. However, as this was not reported by the user, it remains unclear whether the damage occurred during the procedure or as a result of post-procedural manipulation. According to the instructions for use (IFU), it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured in a highly pathological femoral artery. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.